Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on magnesium (mg) since approximately (B)(6) 2013. The customer provided results for eight patient samples. Of those eight samples, one was considered erroneous. All results are in mg/dl. The patient had an initial result of 3.3. The initial result was reported outside of the laboratory. The sample was then repeated on a cobas 6000 p module serial number (B)(4). The repeat result was 1.9. A corrected report was issued for this patient. The customer believed the repeat result to be the correct result. There was no adverse event. The lot of mg r1 reagent in use was 66624701, with an expiration date of 03/31/2014. The lot of mg r2 reagent in use was 66697201, with an expiration date of 03/31/2014. The field service representative was unable to replicate the issue and could not determine a cause. He checked the system and replaced reagent probes. He performed precision testing which was within specification.

Manufacturer narrative:
The investigation was unable to determine a root cause. The calibration and qc data were within specifications. Additional information was not provided for further investigation. The customer stated they are not aware of any additional discrepant magnesium value issues.